Manufacturer narrative:
Device is combination product. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties were encountered. The target lesion was located in the 90 degree non calcified ostial left internal mammary artery (lima) graft, to left anterior descending artery (lad). The 2.25 x 12mm promus element plus mr stent delivery system (sds) was advanced and the stent deployed at 14 atms for 20 seconds; the physician then deflated the balloon. Upon removal, the sds was "stuck, or sticky". The physician pulled out the guide catheter, then they were able to remove the sds successfully. Post dilated with a quantum apex. No patient complications were reported and the patient's status is fine.